Manufacturer narrative:
Device code captures a0501 captures the reportable event of coil detached. The returned stone cone nitinol retrieval coil was analyzed, and a visual evaluation noted that the area above the distal stop was detached. Despite this damage, the coil retained its functionality, as it could still open and close without a problem. Product analysis was able to confirm the reported event. It is probable that the identified damage was caused due to procedural handling and manipulation of the device. Based on analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a ureteral lithotripsy procedure, while unpacking of a nitinol retrieval coil, it was noted that the front of the device could not be straightened, and normal operation could not be carried out. The coil was noted to be detached. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during a ureteral lithotripsy procedure, while unpacking of a nitinol retrieval coil, it was noted that the front of the device could not be straightened, and normal operation could not be carried out. The coil was noted to be detached. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code captures a0501 captures the reportable event of coil detached.